Event description:
Customer reported via phone call that they received a button error alarm. The blood glycose reading is 122 mg/dl.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with minor scratched lcd window and cracked reservoir tube lip.